Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient's insulin pump will not prime. The patient's blood glucose level is unknown. Troubleshooting was conducted. Device is being not returned. No further information available.